Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from two and a half years to nine months, within one year period. This device remains in service. No adverse patient effects were reported.